Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain. It was also reported by sales rep that the surgeon stated mechanical failure. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: metallosis; slight pain; elevated metal ions; large amount of scar tissue; large amount of fluid; spreading corrosion on modular liner; slight amount of wear on head. Adapter sleeve and femoral stem have been added to the complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.